Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a successful cryo ablation procedure, the patient developed an acute partial thrombosis in the femoral vein. The patient was hospitalized and medication was administered. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.